Event description:
It was reported that the customer's pump screen appeared like a smashed window, although the screen itself was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level, and readings were within normal range. The customer was unable to interact with or read the pump screen due to the display issue. Technical support arranged for a replacement pump to be sent, which included updated software. The customer agreed to use multiple daily injections as a backup therapy until the new pump arrived and received instructions for the return process of the problematic pump.